Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple, intermittent inaccurate fill estimates were received. Troubleshooting could not be performed as the customer was not currently experiencing these issues. Customer's blood glucose level ranged between 100-200 mg/dl.